Event description:
Ligasure not properly working two hours into the case, troubleshooting attempted. Product removed from the field and replaced with a functioning device. Ref # lf1937, lot# 33530188x 5mm-37cm.